Event description:
It was reported that the implantable loop recorder (ilr) exhibited low r-waves and recorded episodes of undersensing. In addition, oversensing due to apparent external interference was observed. The ilr remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing information, and oversensing due to emi (electromagnetic interference ce)/noise was detected. The analyst noted that there were episodes with small r-waves and undersensing. In addition, fast ventricular tachycardia (vt) episode with apparent oversensing of noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).